Manufacturer narrative:
H10: additional manufacturer narrative: this supplemental MDR is being submitted to reflect the correct " date of this report" on the initial report (section b4). There is no change to the details of the event in the initial report.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused during insertion of the arterial sheath of the neuroprotection system (nps). An additional unplanned stent was used to cover the dissected area and procedure was completed.